Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during treatment of a fistula to perform further angioplasty inside three existing stents with a pta balloon catheter, a fragment of the middle stent allegedly fractured and upon removal of the balloon catheter, the stent segment came out with the balloon. Reportedly, the rest of the stent remains in place, within the patient. Further treatment nor intervention was not performed as it was not necessary. There was no reported patient injury.

Event description:
It was reported that during treatment of a fistula to perform further angioplasty inside three existing stents with a pta balloon catheter, a fragment of the middle stent allegedly came out with the balloon. Reportedly, the rest of the stent remains in place, within the patient. Further treatment nor intervention was not performed as it was not necessary. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one fragment of a lifestar stent was returned for evaluation which confirms stent fracture. Image/ movie demonstrating the procedure was not provided so that entrapment cannot be confirmed. The investigation leads to confirmed result for stent fracture. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'caution should be used when crossing a deployed stent with any adjunctive device.', and 'restenosis of the stented artery' was found mention as a potential adverse event that may occur. In regards to overlapping the instruction for use state: 'precaution: do not overlap more than two stents.' The instruction for use further state: 'the stent must not be balloon expanded beyond its labeled diameter.' A table is part of the instruction for use describing the relationship between unconstrained stent diameter and reference vessel diameter. 'The product is indicated for the treatment of illiac occlusive disease (...)'. H10: g3, h6(device) h11: b5, g1, h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.